Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review was performed for lot number 73m2300145 and no relevant findings were identified. Case details were reviewed. Following the tavr, activated clotting time was 253, heparin and protamin were administered, and an 18f manta was deployed to the measured depth for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered difficulty attempting to advance the bypass tube into the sheath hub. The physician tried puncturing the valve a few times with no success. A CAPA was previously opened under teleflex quality system to address this issue. Based on the investigation, the root cause is a lack of production and process controls that led to a shift in button valve performance. Further investigation related to this event will be initiated if the occurrence rate exceeds the limit as per the CAPA. The der process will continue to monitor for any similar events.

Event description:
It was reported that: "when advancing the 18fr manta over the wire and into the sheath to close, the physician had difficulty advancing the bypass tube into the sheath. He tried to puncture the valve a few times with no success, we took that device off the wire, opened a new 18fr manta, advanced the new one over the wire and were able to close. After deployment a post angio was performed showing extravasation and some "hazing" distal to the closure site. He went up and over, ballooned the area and was happy with the results. The patient was transported to a ccu bed. No harm or health consequences to patient. Micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Vessel size was 9.4mm with mild posterior calcification and minimal tortuosity. Measured depth for the manta was 5.5+1. Both heparin and protamine were administered during the procedure. Act was 253 prior to closure.

Event description:
It was reported that: "when advancing the 18fr manta over the wire and into the sheath to close, the physician had difficulty advancing the bypass tube into the sheath. He tried to puncture the valve a few times with no success, we took that device off the wire, opened a new 18fr manta, advanced the new one over the wire and were able to close. After deployment a post angio was performed showing extravasation and some "hazing" distal to the closure site. He went up and over, ballooned the area and was happy with the results. The patient was transported to a ccu bed. No harm or health consequences to patient. Micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Vessel size was 9.4mm with mild posterior calcification and minimal tortuosity. Measured depth for the manta was 5.5+1. Both heparin and protamine were administered during the procedure. Act was 253 prior to closure.

Manufacturer narrative:
Qn# (B)(4).